Event description:
It was reported that the patient implantable cardioverter defibrillator (ICD) was unable to convert a ventricular fibrillation and external defibrillation was required to convert the patient. The patient condition is unknown.

Manufacturer narrative:
Further information was requested but not provided.